Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to pair with a merlin transmitter and transmit remotely. It was found that an rf internal error had occurred and the device was registering as not rf capable. A device download was successfully performed abd rf telemetry was available after the download. Device remains implanted.